Event description:
A company rep has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. The machine did alarm. Estimated blood loss was not reported. The pt had no adverse effects and no med intervention was required. It was not reported if the pt completed treatment. The sample is available to be returned for them MFR's eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.